Manufacturer narrative:
Product event summary: analysis was unable to confirm the reason for return though it was noted that the battery contacts were visibly contaminated. The device was cleaned and it passed all of its tests.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator had no battery life. It was indicated that the generator may not have been able to be turned on and that it was evident prior to it being used. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.